Event description:
Information from bravo registry from intl. Clinical trial database. Severe pneumopathy after 48h of intubation to prevent hypertension in ICU.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Bravo information. Foreign registry pertaining to the evaluation of onyx in the treatment of brain avm. Prospective, multi-center in other country's enrollment started in 2006; enrollment closed in 2008. Patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.